Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on january 10, 2025 with lot number 1094373. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, wear abrasion, creases, observed delamination of plug strap disk shell as cohesive failure and observed broken plug strap assessed as surgical damage were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. Device was explanted and replaced.